Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that the physician was unable to interrogate this device. Several different programmers were used and technical services was called for assistance; however, the issue remained unresolved and the unit was explanted and replaced. The explanted device is intended to be returned for analysis; no adverse patient effects were reported.